Event description:
Item was originally received at customer facility 6/30/1994. 11/15/04: customer returned unit to aesculap for service stating that the item is turning on without any accessories plugged into it. 2/2/05: customer received from service. 2/4/05: customer returned unit to aesculap for service. 3/10/05: customer received unit from service. 3/11/05: customer checked unit and observing problems. Customer returned unit to aesculap. Not certain of when received. 5/4/05: customer returned unit to aesculap for service. 5/18/05: customer received unit. 7/7/05: biomedical dept called into or. Unit not functioning, not used and removed from circulation. Please note there was no pt injury or involvement.

Manufacturer narrative:
Item was forwarded to MFR for analysis, aesculap. Please note there was no pt injury or involvement.